Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the new patient had a question regarding instructions for use (IFU). Patient stated that the directions said to use vitamin c or ascorbic acid in collection jar. It was noted that the patient had been using the purewick products for less than 1 week. Per additional complaint received via liberator on 05nov2021, it was stated that the patient used the purewick urine collection system for the first time, it did not suction and the patient had to change twice last night. Representative discussed wick placement and to allow some space at the bottom of the wick, patient understood and examined the wick, no cracks on canister, stop valve was open and the water test was successful. It was noted that the patient had been using the purewick products for less than 90 days. It was also noted that the kit was shipped with the original purewick urine collection system on 01nov2021. Per additional information received via follow up on 12nov2021, stated that the representative provided further placement instructions, advised to bend and pinch the wicks. Per follow-up on 27jan2022, the customer stated that the system was not working, but once the wick was bent it started working. The patient only used the system after a fall. Also stated that the patient has healed from the fall so, not currently using the system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the new patient had a question regarding instructions for use (IFU). Patient stated that the directions said to use vitamin c or ascorbic acid in collection jar. It was noted that the patient had been using the purewick products for less than 1 week. Per additional complaint received via liberator on 05nov2021, it was stated that the patient used the purewick urine collection system for the first time, it did not suction and the patient had to change twice last night. Representative discussed wick placement and to allow some space at the bottom of the wick, patient understood and examined the wick, no cracks on canister, stop valve was open and the water test was successful. It was noted that the patient had been using the purewick products for less than 90 days. It was also noted that the kit was shipped with the original purewick urine collection system on (B)(6) 2021. Per additional information received via follow up on 12nov2021, stated that the representative provided further placement instructions, advised to bend and pinch the wicks.